Event description:
This patient is approximately 4 days out from biventricular assist device implantation, despite full resuscitation, patient has had marginal flows through his right ventricular assist device. Returned to or for repositioning of rvad.